Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not yet received the vessel sealer instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped working after a couple of uses. It stopped the whole system from working. A replacement was opened and the same issue occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h8. 61- intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The vessel sealer instrument was found to have a dislodged blade. The blade was exposed outside of the blade garage approximately 0.208¿. The blade was manually reseated, the vessel sealer instrument was placed on a system, and it passed self-test. The error logs showed 1 blade jammed error message. The vessel sealer instrument had functioned properly from the start, but the blade jammed and the instrument could no longer be used. The known common cause of this failure is mishandling/misuse. There was no conductor wire or snake wrist damage, but there was heavy bio debris found at the instrument tip. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The energy activation, electrode gap, and knife slot tests all passed. The grip force test passed with the following measurements: 7.88lbf straight, 8.11 lbf yaw, and 7.82¿ lbf pitch. There was no loss of power and no intermittent energy. The instrument was fully functional and no errors occurred during in house testing. A review of the instrument and system logs was conducted to obtain the following information. The instrument had 0 lives left and was not used in subsequent procedures. The following instruments were used during the procedure: prograsp forceps, monopolar curved scissors, precise bipolar forceps, large needle driver, cadiere forceps, and another vessel sealer. There were multiple blade exposed error messages reported by the system. Isi followed up on 3/6/2020 and obtained the following additional information: the vessel sealer instrument worked initially, but stopped working halfway through the required time of use. During the sealing cycle, tissue effect was observed on the prostate pedicles (right side). When the issue occurred, the light on the system arm where the vessel sealer instrument was connected turned to amber and alarmed. The sealing cycle did not complete with the fast audible tones as expected. Based on the information obtained from follow-up, this complaint is being reclassified as a non-reportable event due to the following conclusion: the endowrist vessel sealer instrument is designed to generate system error messages when the da vinci surgical system detects a problem during sealing. The generator emits audible tones during the sealing cycle, and when the sealing cycle is complete. In this case, a continuous tone was heard while the pedal was pressed. The vessel sealer stopped functioning halfway through the sealing sequence at which point an error presented, and a continuous audible alarm was emitted. The seal cycle did not complete with fast audible tones. The instrument behaved as intended after the system detected a potential problem.

Event description:
Refer to h10/h11 for follow-up information.